Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that battery cap was stripped and not able to remove with coin or screwdriver. Customer's blood glucose was between 13 mg/dl and 180 mg/dl. Caller was advised that insulin pump would need to be replaced.